Event description:
While attempting to implant the contralateral leg component of the gore excluder aaa endoprosthesis, the physician inadvertently causght the tip of the delivery catheter on the trunk-ipsilateral leg hole nad pushed the trunk-ipsilateral leg component proximally 5 cm. The device was now covering the renal arteries. A balloon was used to pull the device back down, the contralateral leg component was removed, and an additional contralateral leg component was deployed successfully. The pt is doing well and was released the following day.